Event description:
It was reported the patient's blood glucose level rose to 405 mg/dl while wearing the pod between 25 and 36 hours on the leg. The patient suspected insulin was leaking. As treatment, a new pod was placed.

Manufacturer narrative:
The device was returned and evaluated. The exposed portion of the soft cannula was observed to be stretched out to 29.28mm in length. It is unknown how or when this damage to the soft cannula occurred. The downloaded data does not show any timeouts or drive stalls. No signs of leakage were observed during the leak test. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.